Event description:
Patient presented to the ER due to receiving inappropriate shocks. X-ray noted the lead to be dislodged. Upon device interrogation, it was seen that the patient received an alert for high impedance. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure. The lead exhibited normal electrical characteristics.